Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaks water. No adverse effects were reported.

Manufacturer narrative:
Device evaluation : one level one was received for investigation. It was noted the device had a cracked tank cover on immediate visual inspection. Upon functional testing, it was determined the device leaked water from the cracked tank cover. Based on the evaluation, the complaint was confirmed. The cracked cover in this event was a result from user interface, where over torqueing the screws can cause cracks in the cover.